Manufacturer narrative:
An event regarding loosening involving a vitalock cluster shell 54mm was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: ¿the primary harm involved is wear of the polyethylene component leading to osteolysis and subsequent loosening and failure of the acetabular component. Numerous factors can contribute to the development of this issue.¿ ¿there is insufficient documentation presented to complete this assessment in greater detail¿. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Right hip revision. Patient complained of pain. X rays revealed osteolysis.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available .

Event description:
Right hip revision. Patient complained of pain. X rays revealed osteolysis.